Manufacturer narrative:
The customer has provided a sample status of unavailable. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding the situation reported with the device. If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
The customer reported "doctor said when the stylette was pulled out the et tube came out as well and patient was extubated".